Event description:
It was reported that the insulin pump alarmed lost sensor. It was also reported that the cannula is bent. Customer's blood glucose reading was 48 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.